Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the helix of the lp became stretched due to tension during docking. The procedure was completed using an bi-ventricular implantable cardioverter defibrillator system on (B)(6) 2023. The patient was stable.